Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: the wire does not fit through the guiding hole of the instrument.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: this device is used for treatment, not diagnosis. Six pieces were manufactured on 12/5/10. The wire does not pass through the perforation on this device. The issue was manufacturing related. An employee mixed up the relevant tolerances. Subject employee has been retrained to eliminate the issue in the future.